Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the proximal setup joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the system was powering on with a potential issue detected on arm2 while setting up for a procedure. Prior to contacting tech support, a system restart had been attempted by the customer with no change to the issue. Tech support then walked the caller through a hard power cycle on the robot cart and had the vertical set up joint (suj) exercised against the brakes, both of which resulted in no change. The issue remained unresolved, and all four arms were required for the intended procedure. There was no report of patient involvement or reported injury.